Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, it was reported the patient&#38112;blood glucose that day was 600 mg/dl with symptoms of dehydration. It was reported a random occlusion alarm occurred and during troubleshooting it was determined the cartridge was not being used per instructions-for-use. There was no indication or allegation of a device malfunction. This complaint is being reported because the serious injury was attributed to a use error.